Manufacturer narrative:
(B)(4) neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that on (B)(6) 2003 the patient presented for an office visit for evaluation of spine. CT scan showed a multilevel, primarily 3-level disease with a lumbar degenerative curve and degenerative disc disease. Impression: stenosis symptomatic, not improving conservatively, requiring narcotics. Neurogenic disease with neural compressive disorders, most likely consistent with stenosis or disc herniation. (B)(6) 2003 the patient presented for an office visit for evaluation of spine. Post myelo CT study showed tight stenosis at l3/4 and 4/5. (B)(6) 2003 the patient presented for an office visit for evaluation of spine. The patient had stenosis and specific root problems from the l3/4 and 4/5 junction. (B)(6)2003 the patient presented for an office visit for evaluation of spine. The patient had mechanical disease. (B)(6) 2004 the patient presented for an office visit for evaluation of spine. The patient had spinal stenosis which was worsening. X-rays showed degenerative scoliosis in his lumbar spine. (B)(6) 2005 the patient presented for an office visit with spine problems. The patient complained of getting neurogenic symptoms down to knees but not below knees. X-rays showed the lumbar scoliosis with degenerative disc disease at multiple levels. (B)(6) 2005 the patient underwent MRI scan for lumber stenosis which showed decompressive laminectomy without evidence of spinal stenosis at l2-l3, l3-l4, or l4-l5. (B)(6)2005 the patient presented with spinal stenosis l2-l5 and lumbar scoliosis l4-l5, and underwent the following procedures: lumbar laminectomy with decompression extensively l2-3,3-4,4-5 extensively and complete. Posterior lumbar interbody fusion.l2-3,3-4,4-5 with graft, autograft , and rhbmp-2/acs replacement. Posterolateral fusion l2 to l5 with autograft and rhbmp-2/acs replacement. Spinal fixation system, 2 crosslink, cell saver , fluoro per-op notes, the inter body fusions using tlif techniques were used at l2-3, l3-4, l4-5. There were no complications of the approach. A 10mm graft was used at l3-4 and l4-5 and 8mm graft was used at l2-3. (B)(6) 2007 the patient presented for an office visit with complains of lower back pain. The impression of the patient physical examination was degenerative disc disease above his previous fusion at l1-l2. (B)(6) 2008 the patient presented for follow up. Patient complained pain in the back of his calves and a lot of aching. (B)(6) 2008 the patient presented with lumbar stenosis , lumbar spondylolisthesis and underwent the following procedures : redo laminectomy t11, t12, l1. Posterolateral fusion t10 to l5 4. Instrumentation t10 to l5 harvest of local bone the following implants and instruments were used :screws and de-mineralised bone matrix (B)(6) 2008 the patient was discharged. (B)(6) 2008 the patient presented for an office visit for difficult catheterization. (B)(6) 2008/ (B)(6)2009 the patient presented for an office visit. Patient complained of hip pain. (B)(6) 2009 the patient presented for follow up. The patient could not stand for any length of time and turn into bed. Patient had pain down his leg and severe back pain. (B)(6) 2009 the patient the patient presented for an office visit and underwent MRI and CT. MRI showed endplate destructive change l5-s1 in this patient status post extensive thoracolumbar spin41 fusion and laminectomy as described. Findings could represent advanced degenerative changes although osteomyelitis is not entirely excluded. Correlation with clinical symptomatology is recommended. MRI of the lumbar spine may assist in characterization. Neural foraminal narrowing ls-s1 bilaterally. CT scan showed suspect discitis/osteomyelitis centered at ls-s1 disc space. Although rapid onset of advanced endplate degenerative changes is not entirely excluded, the degree of abnormal signal in the disc as well as adjacent endplate destruction and paraspinal soft tissue suggests discitis/osteomyelitis. Severe bilateral neural foraminal narrowing at l5-s1 with severe canal stenosis at this level. (B)(6) 2009 the patient presented for consultation for suspected discitis/osteomyelitis at l5-s1. (B)(6) 2009 the patient presented for follow up. Patient was unable to stand or walk for any length of time and was uncomfortable to even sit. (B)(6) 2010 the patient underwent radiology tests of lumbar spine: ap + lateral views and of bending views. The patient also underwent radiology tests for scoliosis and thoracic spine: ap + lateral views. Impression: mild to moderate dextroconvex scoliosis, thoracolumbar fusion, possible abdominal aortic aneurysm - recommend ultrasound. (B)(6) 2010 the patient presented for an office visit with chief complaint of spinal deformity, low back pain, and difficulty in walking. The patient described the pain as a burning, stabbing, aching pain associated with weakness. The impressions of the physical examination of the patient were as follows: lumbar sacral instability. Flat back deformity. Weight loss. Diabetes. History of prostate cancer. (B)(6)2010 the patient presented with severe back pain since 1995 which was related to a lifting injury. Patient had two back surgeries, the first helped, the second on left the patient hunched over and the patient could not stand up straight even with the brace on. The patient experienced a pinched nerve and worse pain when sitting or standing. The patient also underwent an l5-s1 fusion with hardware. The patient underwent radiology test for fusion. Findings and impression: lumbar fusion hardware is demonstrated, unchanged from the prior examination. Partial corpectomy at the upper sacrum is demonstrated with interbody graft placement as well as an anterior plate with paired vertebral body screws. (B)(6) 2010 the patient underwent CT of lumbar spine w/o contrast for post-op checkup. Impression: status post extensive surgery from t1o through l5 posteriorly and at l5-s1 anteriorly. Prominent spinal and paraspinal soft tissue mass at l5-s 1, bilateral but more prominent on the right, and appearing to involve the majority of the thecal sac as well. (B)(6) 2010 the patient underwent t10-iliac fusion with screw, l3 osteotomy and skin tag removal. The following procedure were performed: exploration of a spinal fusion t10-l5. Removal of internal segmental fixation t10-l5, pedicle subtraction osteotomy l3. Internal segmental fixation t10 to the ileum. Posterior arthrodesis for deformity t10 to the sacrum. Use of locally harvested autograft for arthrodesis. Use of morcellized allograft for arthrodesis. Reoperation l3 laminectomy with bilateral neural foraminotomies for decompression. Excision of a skin tag. The patient was implanted with two large kits of rhbmp-2/acs, pedicle screws, rods and cross-links and 60 ml of donor bone. Per op-notes, dissection was carried to expose the hardware all the way from t10 to l5. Exploration of the spinal fusion demonstrated good fusion between the posterior elements of t10 to l1. The posterior elements of l1-l4 were well fused. The la-5 posterior elements were well fused as well. The l5-s 1 joints were grossly degenerated. After exposure of the construct and the previous decompression and fusions, the hardware was removed using the spinal fixation system. Bilateral pedicle screws were removed from t10 through l5. This instrumentation was then discarded. New instrumentation was then placed from t 10 through the sacrum. The previous screw holes were used, and oversized screws were used because some of the screws had loosened from his previous construct. The high-speed drill was used to decorticate from tio to the l1 posteriorly, and then posterolateral decortication was carried from l1 to the sacrum. Morcellized bone and bone morphogenic containing protein was then used to coat from t10 to l1 posteriorly and then l1 to the sacrum poster olaterally. Cross links were placed at the t10 level and the l3 level. The patient underwent multiple intraoperative radiology tests of thoracolumbar spine. Findings and impression: multiple spot images of the thoracolumbar spine were obtained for localization which again demonstrate multilevel posterior fusion with multiple pedicle screws and 2 fusion rods. Overlying surgical devices were also noted; anterior fusion at ls-s 1 was again seen. Incidental note was made of artificial heart valve replacement. (B)(6) 2010 the patient presented with flat back deformity as a result of last surgery of t10 to l5 fusion. Patient developed a sharko joint atl5-s1. Patient underwent anterior lumbar decompression and fusion. The following procedure were performed: partial l5 vertebral carpectomy decompression. Arthrodesis anterior interbody technique for deformity lumbar. Application of intervertebral biomechanical device at l5-s 1. Internal fixation of the anterior plate l5-s the patient implanted with an anterior plate, peek cage and 1 large kit of rhbmp-2/acs. Per-op notes, l5 vertebral body as well as the superior surface of the sacrum were drilled using the high-speed drill to provide a smooth surface for arthrodesis. A peek cage system was then selected, 25 mm in length, with a 4 degree of lordosis curve to it was selected. This device was packed for a large kit of rhbmp-2/acs under fluoroscopic guidance the device was then carefully malleted into place. In order to obtain excellent purchase and reduce her excellent alignment of the construct and reduce the patient's kyphotic deformity, the patient was hyperextended at his hip joints in order to slightly widen the l5-s 1 disk space. After the cage was malleted in place the table was brought back to neutral. A 45mm length anterior lumbar plate was selected and was secured to the spine using bilateral 6.5mm diameter screws in l5 and s1. The patient underwent radiology test for evaluation of ileus. Conclusions 1. Status post extensive spinal fusion and multilevel iaminectornies. Bowel gas pattern consistent with mild ileus. The patient underwent another radiology test to evaluate acute process. Impression: interval extubation and removal of the enteric tube. Right subclavian central venous catheter now terminating in the mid svc. Slightly improved pulmonary inflation with persistent bibasilar atelectasis. (B)(6) 2010 :the patient underwent radiology test to evaluate for bowel distention. Conclusions gas pattern consistent with ileus, slight improvement compared to prior study. The patient also underwent radiology test for study of depth of inflation. Impression: improved depth of inflation with persistent bibasilar hypoventilatory changes and no other significant change since (B)(6) 2010. The patient was also evaluated for PICC line placement. Impression: new right approach PICC in good position. Right subclavian catheter unchanged. Stable decreased lung volumes with bibasilar hypoventilatory change. Stable mild central venous congestion. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: findings consistent with a persistent diffuse small bowel ileus. Followup radiographs are recommended. Postsurgical changes as above. Nasogastric tube and foley catheter in place. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: ongoing moderately diffuse small bowel ileus. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: persistent gaseous distention of multiple small bowel loops and air seen within the colon. This is slightly more prominent in the interim and again is most reflective of a postoperative ileus. Continued follow-up is recommended. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: findings again most reflective of postoperative ileus. Continued follow-up is recommended. (B)(6) 2010 the patient underwent radiology test for follow up evaluation. Impression: support tubes and lines as above with an enteric tube terminating in the proximal stomach and could be advanced 5 cm for more optimal positioning. The right 11 central venous catheter again crosses midline with the tip remaining positioned in the left brachiocephalic vein. Persistent pulmonary hypoinflation with bibasilar hypoventilatory changes. Development of central vascular congestion. (B)(6) 2010 : the patient was discharged. (B)(6) 2010 the patient presented for follow up after his anterior-posterior lumbar reconstruction. Impression: stable postop. (B)(6) 2010 the patient presented for follow up. Impression: stable postoperative. The patient underwent the CT scan of the lumbar spine. Impression: status post posterior thoracolumbar fusion without gross evidence of hardware complication. Anterior subluxation of l3 vertebral body in relation to l2 and l4. (B)(6) 2010 the patient presented for follow-up after his thoracolumbar and lumbar sacral reconstruction. Impression: stable postop. The patient also underwent diagnostic radiology of thoracic spine. Impression: status post instrumented fusion t10 through the sacrum. Interbody fusions are present at each lumbar level. No interval change. (B)(6) 2010 the patient presented for follow up of his deformity correction. Impression: status post instrumented thoracic, lumbar, and pelvic fixation due to failed thoracolumbar fusion. The patient underwent radiology diagnostic of lumbar spine. Impression: status post thoracolumbar instrumented fusions. No interval change. (B)(6) 2010 the patient presented for follow up of his complex anterior-posterior lumbar reconstruction. The patient underwent CT scan of thoracic and lumbar spine. Impression: stable postsurgical changes. Thoracolumbosacral fusion. (B)(6) 2011 the patient presented for follow up for his spinal deformity. Review of his x-rays demonstrated ongoing thoracolumbar fusion and no evidence of problem or complication. The patient underwent radiology diagnostic of lumbar spine. Impression: status post thoracolumbar fusion. No interval change. (B)(6) 2011 the patient underwent radiology exam of lumbar spine. Impression: no compression deformity or subluxation in the thoracic spine. Posterior fusion of t10 through s2 with laminectomies at l1-l5 and a disc spacer at l5-s1. Compression deformity at l3 unchanged from prior studies. (B)(6) 2012 the patient presented for long term follow up after his thoracolumbar reconstruction. X-ray showed hardware to be in good position and progression of his bony fusion. Impression: stable postop. The patient also underwent the radiology test for lumbar spine: ap + lateral. Impression: thoracolumbar fusion with no interval change in appearance.